Manufacturer narrative:
The product was requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: the date of the event is unknown.

Manufacturer narrative:
The meter ((B)(4)) and test strips (lot # 45001a888) were returned for an investigation. The complaint was not confirmed. Control solution tests were performed and results were within range of specification. This is the final report.

Event description:
A customer reported she received an unspecified high reading on her precision xtra blood glucose meter and based on the reading she administered a "high dose" of insulin, and subsequently she had a hypoglycemic event when she experienced vertigo, tremulousness, weakness and seizure. The customer also reported her blood glucose level fell below 40 mg/dl several times on the glucose meter. Although the customer reported she was seen by a doctor and diagnosed with hypoglycemia, no medical treatment was rendered. No third-party medical intervention was required. The customer reportedly self-treated her symptoms by drinking tea with sugar and eating chocolate. In addition, the customer reported she compared a reading of 240 mg/dl she received on her blood glucose meter to a reading of 170 mg/dl obtained on a health care provider device, and both readings were obtained within ten minutes. There was no report of death or permanent impairment associated with this event.